Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles present in the cartridge tubing, and the tubing had a small "smudge" inside tubing. Reportedly, the customer primed air out of the tubing and successfully resumed insulin delivery. Additionally, it was reported that the pump touch screen was delayed in responding to presses. Customer's blood glucose was 437 mg/dl. At the time of the report with tandem technical support the touch screen was functioning as intended; therefore customer continued to use the pump for insulin therapy.